Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt's doctor reported leaky infusion sets and bent cannulas leading to elevated blood glucose levels. Doctor put the pt on the phone. Pt stated the issue occurred every time she used the infusion sets. Pt reported during one occurrence her blood glucose was 572 mg/dl and she was rushed by ambulance to the hospital on (B)(6) 2011. Pt stated she was treated with an insulin IV. Pt's normal blood glucose range is 80-144 mg/dl. Pt reported she was released from the hospital on the evening of (B)(6) 2011. Pt stated she initially used the insertion assist plus device, but after the first incident of the bent cannula, she began inserting them manually. Pt reported she sometimes noticed the cannula bent immediately upon insertion and the cannula was bent to the side in one place. Pt discarded the alleged infusion sets. Replacement infusion sets were sent; no product return was requested.